Event description:
It was reported that the patient presented for an implant procedure. It was noted the screw in the left ventricular port of the pacemaker protruded. When the left ventricular lead was connected to the device the pacing impedance was high but when connected to the pacing system analyzer the values were normal. The pacemaker was not used and replaced during the procedure. There were no patient consequences.